Event description:
Follow-up info 8/10/97: medical records from hospital provided by dr state pt was using a #65 all flex arcing spring diaphragm. Pt was hospitalized on 7/15/97 and not as previously reported. Pt was diagnosed with migrane headaches and nausea. She was discharged on 7/17/97 in stable condition. She was put on phenergan (promethazine) 12.5 mg pr q6h prn, isocet 1 q6h prn #20, keflex (cephalexin) 250 mg q.i.d. For 10 days.